Event description:
During a rotational atherectomy procedure, the balloon was being used for post dilation and would not inflate. During removal the shaft of the catheter broke and was removed without incident. No patient injuries or complications occurred.